Event description:
A report was received through the edwards lifesciences implant registry indicating the patient expired approximately two weeks post transcatheter aortic valve replacement (tavr) procedure. The implanting physician confirmed the causes of death were heart failure and coronary ischemia. The index procedure for this patient was reported under (B)(4) with corresponding manufacturer report no. 2015691-2012-18236. This patient was noted to have had a transaortic transcatheter aortic valve replacement (tavr) procedure with a too aortic and canted valve deployment and resulting paravalvular leak. The patient's blood pressure dropped due to the aortic insufficiency and a second valve was prepped and inserted more aortic without issue. The patient's pressures recovered shortly after and the patient was extubated and recovered within several hours. Further information regarding the events leading up to the patient's death are not available.

Manufacturer narrative:
The device remains implanted in the patient. In this case, a device history record (DHR) review is not required as there was no allegation of product malfunction. Per the IFU, cardiac failure/low cardiac output and cardiogenic shock are known complication associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement, bioprosthetic heart valves. In this case, the details leading up to the patient's expiration are unknown. However, there is no allegation of a device malfunction, and it is likely related to a combination of significant patient co-morbidities and the procedure itself. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.